Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the positioning issue was use related.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella pump was accidentally pulled back across the valve during repositioning. The physician was unable to re-cross the valve and the decision was made to explant the pump. An intra aortic balloon pump was placed for ongoing support.